Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant reported that an implanted impella cp pump began to experience low pump flow coinciding with suction alarms during patient support. Biomaterial was noted during troubleshooting, but the left ventricle remained clear of any notable thrombus. Repositioning was unable to resolve the issue and the decision was made to replace the pump. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of low pump flow and thrombus has been completed. Data logs were not recovered. Pump was returned and inspection revealed biomaterial wrapped around the impellor blade. The cause of the low pump flow was most likely biomaterial due to biomaterial found wrapped around the returned impellor blade. As the necessary information was not provided, the root cause of the thrombus was not determined.